Event description:
It was reported that patient's right ventricular lead was capped on 6 jun 2023 for unknown reason. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.